Manufacturer narrative:
Other, other text: investigation completed on a smiths medical warming/level 1 hotline low flow systems - hl-90 complaint of leaking was confirmed. Physical condition revealed wear and tear damage to drain fitting, enclosure, front cover, plate clip, line cord, and pole clamp. When tested it was confirmed leak at the water tank. Repair summary included: . Replaced water tank cover due to leaks. Replaced drain fitting, enclosure, front cover, plate clip, line cord, pole clamp, reflux plug, and switch label due to visual damage. Replaced pcb, power switch, and power switch retainer under CAPA# 2012-05-002.

Event description:
Device evaluation completed and summary in h 10.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has leaked behind where the black connector is drilled in. No patient adverse events reported.